Manufacturer narrative:
Device received with a crack on the battery tube which extends to the top where the battery threads are located. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 450 mg/dl. Customer also reported that crack on rear part on the insulin pump near the battery compartment all the way to the belt clip railings. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.